Event description:
A caller reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the same malfunction code did not recur. The customer was informed to continue using the pump and was advised to call back if any issues recurred.